Manufacturer narrative:
The insulin pump was received with cracked end cap. The dome label not missing and the dome label sticker ok. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has physical damage. Customer's blood glucose reading was 550 mg/dl. Customer reported that the bottom plate on the pump is coming loose. Advised discontinuation of the insulin pump. Nothing further reported.